Event description:
The customer reported via phone call being hospitalized for 17 days due to high blood glucose levels in (B)(6) 2014. The customer's blood glucose was 603 mg/dl. The customer later reported in (B)(6) 2015 that the insulin pump was no longer working. The customer stated that the insulin pump alarmed no delivery and motor error. The customer stated that she had tried 3 or 4 times to resolve the no delivery alarm to no avail. The customer was filling the reservoir when the motor error alarm occurred. The customer's blood glucose was 199 mg/dl on the morning of the call. The customer did not observe any significant events leading to the alarms. She tried a few times and was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. All operating currents were within specification. The off no power alarm functioned properly. No motor error or other error alarms were noted in the alarm history screen. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test or excessive no delivery test due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had a cracked display window, a cracked case at the display window corner and a cracked reservoir tube lip.